Event description:
It was reported that the lead safety switch was triggered on the right ventricular (rv) lead due to out-of-range impedance, which resulted in noise on the rv channel due to the change to unipolar programming. The pacemaker was programmed to dual chamber pacing without sensing. There was loss of capture at 2.0 v and capture was achieved once a high output was obtained; however, the physician elected to implant a leadless pacemaker (non-boston scientific product) rather than do an rv lead revision. It is unknown if the rv lead remains implanted. No additional adverse patient effects were reported.